Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was noted that the implantable pulse generator (ipg) did not mode switched properly. The ra lead and ipg remains in use. No patient complications have been reported as a result of this event.